Manufacturer narrative:
While removing the catheter through the sheath the physician encountered some resistance and was not able to pull the catheter back into the sheath. He tried 2-3 times without success and then used a guidewire to straighten the tip of the catheter in an attempt to get more support to enable pull back of the catheter into the sheath. At this point he was able to retrieve the tempo catheter completely out of the patient still meeting with some resistance. When the catheter was removed it was noted that the outer coating was peeling. One non sterile 5f diagnostic catheter was received coiled in a plastic bag. The catheter was found peeled but not separated at body-tip fusing area. No additional damages were detected. The catheter outer diameter (od) was measured at distal end section and was found within dimensional specification. The returned 5f diagnostic catheter was inserted through a 5f sheath introducer lab sample but resistance was felt during insertion/withdrawal due to peeled condition at the catheter distal end. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The withdrawal difficulty through a sheath experienced by the customer was confirmed. The exact cause of this resistance is due to damage found at the catheter distal end. The exact cause of the catheter peeled condition at the distal end could not be conclusively determined but it does not appear to be manufacturing related. However, procedural factors may have contributed with it. Therefore, no corrective/preventive actions will be taken at this time. In this case, it is possible that the difficulty experienced by the customer was related to procedural factors and/or vessel characteristics.

Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional information will be submitted within 30 days of receipt.

Event description:
Doctor used a 25cm 5f terumo destination introducer sheath. Inserting the sheath, he felt some resistance as the aorta was calcified. To start the control angio he introduced a cordis tempo 5 vertebral catheter through the sheath without any abnormalities. After some selective angiography he wanted to exchange the tempo 5 vertebral catheter with a jb3 diagnostic catheter and during retrieval of the vertebral catheter at the distal level of the catheter, he felt some resistance and was not able to pull the catheter back into the sheath. He tried 2-3 times without success and then he took a g.w. To straighten the tip of the catheter and to get more support to pull back the catheter into the sheath. At this point he was able to retrieve the tempo 5 ver completely out of the patient but still with some resistance. He was able to finish the diagnostic intervention with the jb3 and there was no problem to retrieve the jb3 out of the sheath. Cath tempo 5f ver 135 100cm. When the product was returned, it was noted that the outer coating was peeling, 3cm from distal. The qualrap confirmed the peeling did occur during the procedure and this caused the difficulty to take out the catheter of the introducer sheath